Event description:
Complainant alleged that during a clinician's routine shift check of the device, it displayed a "status 90" error message. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.